Event description:
Customer reported "losing consciousness" due to "not being able to use the meter." (Customer service was unable to ascertain why meter wasn't working). Customer also reports vomiting as a symptom. While waiting for the paramedics to arrive, customer's mother treated him with insulin. It is unk what treatment was rendered by the paramedics.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.